Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead appears to be t-wave oversensing (twos) or oversensing possible electromagnetic interference (emi). Previously there had been lead integrity alerts (lia) with increased sensing integrity counter (sic) and high rate non-sustained (hrns) episodes. The lead remains in use. No patient complications have been reported as a result of this event.